Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per the implant physician, patient factors appear to have contributed to this event. The native leaflets were possibly fused [bicuspid], the leaflets were extremely calcified/bulky and the patient¿s aorta was paper thin. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of 26mm sapien 3 valve an annular rupture occurred. The valve was explanted and the patient received a 21mm edwards magna ease valve and a patch was used to repair the tear. Per the surgeons, the rupture/tear was not at the annulus. Instead, it was above the annulus in the sinus, on the anterior portion, between the right and non-coronary cusps - just below the rca. The surgeons said the leaflets were extremely calcified/bulky and his aorta was paper thin. The patient's heart has recovered well. He is neurologically normal with great hemodynamics. The patient's annulus in diastole measured 519mm² (much smaller than measured on the lotus report), with the upper lvot measuring 429mm² in diastole. Diastolic measurements were 532mm2 for the annulus and 472mm² for the upper lvot. Sov were large, measuring 36x34x37 and an stj of 30x32. Leaflets look like a possible fused bicuspid, which they also noted when performing the savr post-rupture. The implanters had some trouble crossing the valve/positioning the wire. They crossed the annulus multiple times, with the wire refusing to sit in the lv apex. Instead, it sat crooked across the annulus with the curve sitting more towards the mitral apparatus. The bav was performed successfully with the wire positioned the way it was. Post-bav, the patient's pressure never completely recovered remaining under 100mmhg. The valve was positioned with the bottom of the middle marker at the annular plane. The patient was rapidly paced and the valve was deployed with nominal volume of 23cc. The valve landed 90:10 aortic on the ncc side. Post valve deployment, the patient never recovered and an effusion was visualized via echo. The patient was placed on pump, and the chest was opened. An aortic rupture was confirmed.